Manufacturer narrative:
(B)(4). (B)(6). Method: the returned CPAP was visually inspected for damage (externally and internally) and was tested for functionality. Results: there was no evidence of damage to the outside of the CPAP. The device operated normally when powered on for testing. Internal inspection of the device revealed evidence of fine black particles along the air path of the unit. There were no particles found in any other areas of the unit. Although the filter was not received, the complainant (manager) advised that the filter was very dirty and "gross". Conclusion: no fault was found with the device, however, black particles were found in the air path. Based on a description of the dirty filter and the area in which the black particles were observed, it is clear that the particles originated from the environment in which the CPAP was used. There were no particles on the other components which confirm that the source of the particles was not the CPAP itself.

Event description:
A homecare provider in (B)(6) reported on behalf of a patient that the filter on an hc234 CPAP was black after one night of use. The patient reported to the provider that there was some black on the pillow and face. No patient consequence was reported.